Manufacturer narrative:
(B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2006 whereby a gore dualmesh® plus biomaterial was implanted. It was reported the patient alleges the following injuries: mesh revision surgery, bowel resection, hernia recurrence, abdominal pain, adhesions. Additional event specific information was not provided.

Manufacturer narrative:
Previous patient code/codes (1695, 1994, 2240) was/were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span april 11, 2006 through october 29, 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Records prior to april 11, 2006 detailing multiple hernia repairs were not provided. Records from december 12, 2006 through april 8, 2008 were not provided. Patient information: medical history: hypertension, asthma, diabetes mellitus, obesity, (B)(6) 2006: 330 lbs; bmi 47.3, ventral hernia. Prior surgical procedures: ¿4 previous ventral hernia repairs including mesh¿ [unknown dates] implant preoperative complaints: (B)(6) 2006: ¿this 43-year-old male presents with a very large right abdominal wall hernia. He has had 4 previous ventral hernia repairs including mesh. The patient has had this hernia and has increasing abdominal pain associated with it.¿ implant procedure: right ventral hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial (03683528/1dlmcp08) 26 cm x 34cm, oval. Implant date: (B)(6) 2006 [hospitalization dates unknown] description of hernia being treated: ¿at the time of the procedure the hernia defect measured 25 cm x 24 cm in size. There as [sic] mesh attached to bowel and it appeared to be prolene mesh or marlex mesh. We did have one small bowel serosal tear, which was repaired with interrupted 3-0silk lemberts. There was no evidence of bowel obstruction or any other palpable abnormality through the abdominal wound that could be visualized.¿ ¿the incision was made through the previous incision. Dissection down to the hernia sac was performed. Good fascia was defined circumferentially around this area. The hernia sac was entered. The hernia sac was then divided at the fascial level circumferentially. It included a large piece of marlex mesh as well. A small serosal tear was noted in the small bowel and this was repaired with interrupted 3-0 silks. After removal of the mesh and hernia sac, the abdomen was copiously irrigated. Because of the size of the mesh and the presence of bowel, I needed to use the dual mesh plus which has ptfe facing the bowel.¿ implant size and fixation: ¿gore-tex was used to secure this to the surrounding good mesh in a circumferential fashion. The mesh was cut to fit the size of the defect with overlap of 3 cm at all sites. Following this 2 flat jackson-pratt#10 drains were placed. The wound was then closed with a stapling device.¿ no post-operative records were provided. Relevant medical information: (B)(6) 2006: CT guided placement of a drainage catheter for an abdominal wall seroma ­ ¿the patient is a 44-year-old male who has a recurrent right anterior abdominal wall seroma following previous surgery.¿ ­ ¿using CT guidance, a 6-french cannula needle was inserted into the fluid collection, the needle removed and through the cannula a 0.035 bentson guidewire was coiled with the fluid collection. The tract was dilated and over the guidewire, a 12-french multi-sidehole pigtail multipurpose drainage catheter was inserted. The guidewire was further advanced within the cavity to breakup any areas of adhesion. Initial aspiration of approximately 200 ml of bloody colored fluid was obtained. The catheter was then sutured to the skin and connected to a jackson-pratt drain.¿ (B)(6) 2008: CT abdomen/pelvis: ¿spigelian-type hernia defect right lateral abdominal wall transmits large amounts of mesenteric fat, small intestine and colon. Periphery of herniated cavity is contained by a rim calcified high fluid density collection conforms through the shape of abdominal wall reflecting clinically referenced seroma. Size decreased as compared to 12/12/06. Maximal dimensions now 17.5 cm transversely and 3 cm in depth. Craniocaudal dimension 10 cm.¿ (B)(6) 2008: ¿abdominal pain. Left side of abdomen, hernia bulging. Ventral wall hernia.¿ (B)(6) 2008: CT guided drainage of an abdominal wall seroma ­ ¿under direct CT fluoroscopy a yueh needle catheter was inserted into the right abdominal wall seroma. Approximately 30 mls of fluid were withdrawn and sent to the laboratory for further evaluation. A wire was then coiled into the collection. Sequential dilations were performed with a 10 french. Subsequently a 10 french locking loop apdl drainage catheter was placed into the center of the collection. The catheter was attached to the skin with sutures and attached to gravity drainage.¿ explant procedure: laparoscopic umbilical hernia repair and ventral hernia repair with mesh explant date: (B)(6) 2008: [hospitalizated may 19 ¿ 21, 2008] ¿an extensive adhesiolysis was carried out. The two previously placed meshes had completely eventrated into the hernia in the abdominal wall. Attached to this was both the small bowel and omentum. Care was taken to gently take the bowel down. There was no evidence of enterotomy. The defect required a 20 x 30 cm mesh to allow for overlap and with sutures and a protac. There was not enough overlap in the medial aspect so a second 4 x 6 mesh was placed in the area and to allow greater then [sic] 3 cm in each direction. There was a drain that was preoperatively placed by radiology to drain the chronic seroma. There was also a second drain placed intraoperatively between the two meshes to decrease the chance of postoperative seroma and assist in adhesions of the layer. The trocars were removed under direct vision. The hasson trocar incision fascia was reapproximated with 0 ethibond. All skin incisions were reapproximated with staples as well as sterile dressings.¿ records indicate 2 non-gore devices were implanted during the 5/19/08 procedure. Relevant medical information: (B)(6) 2008: ¿post op day #1. Large ventral hernia repair, laparoscopic, extensive adhesiolysis of small and large bowel, two pieces of mesh placed, two drains. Complaints of pain, incisions clean, dry, intact. Afebrile, drain dark bloody drainage.¿ (B)(6) 2008: discharge summary: ¿discharge diagnoses: status post laparoscopic ventral hernia. Recurrent ventral hernia. History: abdominal pain. Abdomen: left upper abdominal hernia and mass bulging. Hospital course: surgery (B)(6) 2008. Tolerating regular diet. Has bowel movements. Ambulating. Discharged stable condition. No heavy lifting.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use states, ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the device. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance, tracking, trending and follow-up. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 03683528. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product, and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 2016 state chief complaint ¿[follow up] htn [hypertension] dm [diabetes mellitus] with lab review. [Complaint of] rlq [right lower quadrant pain].¿ the records also state ¿he is also complaining of problems with his mesh from his previous hernia repairs. The patient states that he needs to wear an abdominal binder in order to prevent the hernia from coming out.¿ the physical findings state: ¿abdomen-hernia: a hernia was discovered abdominal wall hernia which is reducible.¿ medical records dated (B)(6) 2017 state chief complaint: ¿[follow up] htn [hypertension] dm [diabetes mellitus] with lab review. The records state ¿¿pt [patient] stated that he he [sic] has appt [appointment] with surgeon (B)(6) for hernia lt [left] abdomen.¿ medical records dated (B)(6) 2017 state: ¿patient here to follow up on chronic conditions of htn [hypertension], dm2 [diabetes mellitus] htg [hypertriglyceridemia] with lab review.¿ the physical findings state: ¿abdomen: abdomen was abnormal on visual inspection. Large non-incarcerated abdominal hernia.¿ medical records dated (B)(6) 2017 state: ¿follow up on chronic conditions.¿ the physical findings state: ¿abdomen: large anterior abdominal hernia.¿ medical records dated (B)(6) 2018 state: ¿pt is here for follow up and lab review. States he has been doing well since the last visit. No recent illness or hospitalizations. He states he has been trying to eat healthy and exercise more often. He states his hernia has been bothering him much. He was supposed to get hernia repair surgery but his surgeon retired. He states he needs a referral to (B)(6). His fasting glucose is usually in 100s-110s. He denies any hypoglycemic episodes. His blood pressure is well controlled as well with benicar 10mg daily.¿ the physical findings state: ¿abdomen: large right abdominal hernia, reducible. No ttp. Active bs.¿ medical records dated (B)(6) 2018 state: ¿pt is here for follow up and lab review. He states he has been doing well since the last visit. He has no new complaints or issues. He states he went to the ed on (B)(6) for abdominal pain and was admitted. He ended up undergoing hernia repair surgery. He tolerated the procedure well and has been following with his surgeon.¿ operative records for the hernia repair mentioned in the (B)(6) 2018 medical records were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for ¿ventral hernia repairs x 4 1980¿s/1990¿s¿ were not provided.] On (B)(6) 2000: [missing records: records for ¿ventral hernia¿ were not provided.] On (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology ¿ computed tomographic scan of abdomen/pelvis. Ordering diagnosis: seroma. Findings: spigelian-type hernia defect right lateral abdominal wall transmits large amounts of mesenteric fat, small intestine and colon. Periphery of herniated cavity is contained by a rim calcified high fluid density collection conforms through the shape of abdominal wall reflecting clinically referenced seroma. Size decreased as compared to 12/12/06. Maximal dimensions now 17.5 cm transversely and 3 cm in depth. Craniocaudal dimension 10 cm. Impression: interval reduction of subcutaneous fluid collection. On (B)(6) 2008: christus spohn health system. [Illegible]. History and physical [hand written]. Abdominal pain. Left side of abdomen, hernia bulging. Ventral wall hernia. Plan: laparoscopic possible open ventrall [sic] wall hernia. On (B)(6) 2008: christus spohn health system. [Illegible]. Progress notes. Post op day #1. Large ventral hernia repair, laparoscopic, extensive adhesiolysis of small and large bowel, two pieces of mesh placed, two drains. Complaints of pain, incisions clean, dry, intact. Afebrile, drain dark bloody drainage. Plan: antibiotics, keep drains until return to clinic, advance diet. On (B)(6) 2008: (B)(6) hospital corpus christi ¿ memorial. (B)(6). Discharge summary. Admission: 05/19/08. Discharge diagnoses: status post laparoscopic ventral hernia. Recurrent ventral hernia. History: abdominal pain. Abdomen: left upper abdominal hernia and mass bulging. Hospital course: surgery 05/19/08. Tolerating regular diet. Has bowel movements. Ambulating. Discharged stable condition. No heavy lifting. On (B)(6) 2008: (B)(6) hospital. (B)(6) md. Radiology ¿ computed tomographic scan of abdomen/pelvis with and without intravenous contrast. Diagnosis: ventral hernia. Findings: 16 x 10 cm fluid collection separating layers of abdominal wall between internal and external obliques. Punctate high density around apparent seroma may indicate prior retention devices as well as suture material. Comparison 04/08/08, fluid collection grown in size. Local mass effect on lateral abdominal wall and adjacent hollow viscus, no obstruction or intraperitoneal inflammation. Impression: enlargement of fluid collection within right lateral abdominal wall favors seroma. On (B)(6) 2009: christus spohn health system. [Illegible]. History and physical [hand written]. Current drain not draining adequately. Positive pain. Impression: status post ventral hernia repair, persistent seroma. Plan: ultrasound guided drainage at seroma, placement of new drain. On (B)(6) 2008: (B)(6) hospital ¿ memorial. (B)(6), md. Radiology report - computed tomographic guided drainage of abdominal wall seroma. Indication: postoperative seroma. Conscious sedation. Comparison: 05/09/08. Impression: computed tomography guided drainage of right abdominal wall seroma with removal of approximately 1200 ml of serosanguineous fluid. A 12-french locking loop apdl drainage catheter placed into collection. On (B)(6) 2008: [ni]. Microbiology. Source: right lower quadrant seroma fluid. Gram stain results: 4+ red blood cells. No white blood cells or organisms seen. On (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology ¿ computed tomography of abdomen/pelvis without contrast. Impression: unusual appearance anterior abdominal wall laterally on right side suggesting surgical site, inflammatory response possible cellulitis. No abscess collection or seroma. Drains in place, collections of contrast. Sections of colon adherent to anterior abdominal wall, may represent adhesions. On (B)(6) 2008: christus spohn health system. [Illegible]. History and physical [hand written]. Pain at incision site. Had ventral hernia repair 05/19/08, indwelling jp drain right lower quadrant abdomen changed in june. Now complaints of pain, redness at incision site. Abdomen: positive jp drain right abdomen, positive erythema/induration at jp site. Impression: abdominal cellulitis. Plan: admit to floor. On (B)(6) 2008: christus spohn memorial. (B)(6), md. Radiology ¿ computerized tomography of abdomen/pelvis. History: cellulitis. Findings: postsurgical changes right-sided ventral hernia repair. Surrounding mesh, fluid and small amount of gas present within abdominal wall. Pigtail catheter in place, appears just deep to the fluid collection, may be along the lower aspect of abdominal wall or within intraperitoneal space. Impression: fluid and gas collection along right abdominal wall surrounding the surgical mesh. May be secondary to postoperative seroma and postoperative change, a developing abscess cannot be excluded. On (B)(6) 2008: (B)(6) hospital. (B)(6), md. Radiology ¿ computerized tomography of abdomen/pelvis. Ordering diagnosis: cellulitis. Comparison 06/27/08. Impression: postoperative collection within right abdominal wall appears to remain extraperitoneal but is of increasing size and complexity, favoring worsening abscess. On (B)(6) 2008: christus spohn health system. [Illegible]. Progress notes [hand written]. Computed tomographic report notes extra peritoneal abscess surrounding precious surgical site. On clindo and cipro, may consider changing to vancomycin. On (B)(6) 2008: christus spohn health system. [Illegible]. Progress notes [hand written]. Status post laparoscopy hernia repair, huge hernia. Probable mesh infection. Large [illegible] to [illegible]. Starting with [illegible] drainage [illegible] what mesh we can safely. Patient agrees. On (B)(6) 2008: christus spohn health system. [Illegible]. Progress notes [hand written]. No complaint. Positive erythema surrounding jp drain site right lower quadrant. Assessment/plan: cellulitis right abdominal wall. Worsening abscess. Afebrile, scheduled for incision and drain with mesh repair today. On (B)(6) 2008: [ni]. (B)(6). Pathology. Tissues: abdomen, nos ¿ infected mesh. Clinical information: infected mesh abdominal wall ulcer cellulitis. Final diagnosis: abdominal wall ulcer with infected mesh. Gross description: specimen is stated to be an abdominal wall ulcer with infected mesh. This removed material measure 23 x 14 centimeters and is 2 millimeters in width. There is another piece measuring 8 x 4 centimeters. Sections are not processed. Source description: infected mesh. On (B)(6) 2008: [ni]. Microbiology. Source: abdomen wall fluid abscess cultures. Gram stain results: 3+ white blood cells, no organisms seen. Gram stain, anaerobe results: 3+ white blood cells, no organisms seen. Surgery culture colony description: rare coagulase negative staphylococcus sp. Organism 1: staphylococcus sp coag negative. Coagulase negative staphylococci isolated from this site are probably normal flora contaminants. Anaerobe culture preliminary: no anaerobes isolated. On (B)(6) 2008: [ni]. [Illegible]. Progress notes [hand written]. No complaint, tolerating regular diet. Abdomen: positive bowel sounds, soft, non-tender, non-distended. Cellulitis right abdominal wall status post incision and drainage right abdominal wall with infected mesh removed. Wound vac, wound bandages with kerlix packing. On (B)(6) 2008: christus spohn health system. (B)(6). Nurse notes ¿ wound care. Diagnosis: open wound abdomen. Pt wound care for wound vac. History: redness at incision site. 3/10 pain. Wound length: .7cm x 17.5cm x 4.5cm. Red 75% pale, adipose 25%. Moderate/heavy drainage. Serous sanguineous drainage. Right abdomen intact. Periwound characteristics: minimal edematous localized. Debridement recommendations: mechanical. Treatment: non selective, wound vac, dressing change. Plan: change every 48 hours. On (B)(6) 2008: christus spohn health system. Mandy pt. Nurse notes ¿ wound care. Visit #2. Location: abdomen. 4/10 pain. No wound odor. Drainage type: serous, sanguineous. Wound bed characteristics: granulation: beefy 75%, 25% mesh. Assessment: pain with vac sponge removal, mesh exposure palpated, very small width with underlining at base. Plan: possible discharge outpatient wound care. On (B)(6) 2008: (B)(6) hospital corpus christi- memorial. (B)(6). Discharge summary. Date of admission: 07/09/08. Admitting physician: (B)(6), md. Final diagnosis: cellulitis of right abdominal wall. Procedures: incision and drainage of right abdominal wall with removal of infected mesh done by dr. Kerek. Hospital course: previous ventral hernia repair with mesh, indwelling jp drain in place. Patient found to have right abdominal cellulitis. Admitted to medical surgical floor, incision and drainage of right abdominal wall, removal of infected mesh. Wound vac care. Stable throughout hospital stay, discharged home, wound vac, home health wound care. On (B)(6) 2008: christus spohn hospital. (B)(6), md. Radiology ¿ computed tomography of abdomen without and with intravenous contrast and computed tomography of pelvis with intravenous contrast. History: enterocutaneous fistula. Impression: space extends from surgical site right anterior abdominal wall deep through subcutaneous fat into muscle layer involving rectus sheath medially and oblique muscles more laterally. Loop of bowel, bulge into this space. No contrast lost when oral seen passing through area, no contrast could be injected into bowel or outside of this space. On (B)(6) 2008: christus spohn hospital. (B)(6), md. Radiology ¿ fluoroscopy. History: enterocutaneous fistula. Impression: no enterocutaneous fistula noted. On (B)(6) 2008: christus spohn health system. [Illegible]. Office notes. [Hand written]. Right flank wound, status post vhr [ventral hernia repair] 05/19/08, [illegible] drainage. History of present illness: right flank wound, [illegible] drainage, positive [illegible]. Had fever at last primary care visit- referred to clinic. Plan: operating room for exploratory laparotomy. On (B)(6) 2008: christus spohn health system. Implant sticker. Alloderm® regenerative tissue matrix. On (B)(6) 2008: [facility not identified]. Microbiology. Source: abdomen. Mesh from previous surgery. On antibiotics: invanz. Gram stain results: 4+ red blood cells. 1+ white blood cells. 4+ gram negative rods. 4+ gram positive rods. 3+ gram positive cocci, chains. Gram stain, anaerobe results: 4+ red blood cells. 1+ white blood cells. 4+ gram negative rods. 4+ gram positive rods. 3+ gram positive cocci, chains. Surgery culture organism 1: escherichia coli. Organism 2: group d enterococcus. Anaerobe culture organism 1: bacteroides fragilis group. On (B)(6) 2008: [ni]. (B)(6). Pathology. Tissues: a. Colon, nos - transverse colon. B. Abdomen, nos - mesh. Clinical information: enterocutaneous fistula, mesh removed, laparotomy, colon resection, colectomy and hiatal hernia. Final diagnosis: portion of transverse colon: enterocutaneous fistula. Surgical mesh: gross. Gross description: the segment of colon measures 5 cm in length. The margins not identified, these closed with steel suture. One labeled a. And other labeled b. That is opened, there is a fistula-like opening that measures 1.5 cm in length and almost 1 cm in greatest diameter. On the surface of the bowel, this has a dark black discoloration and is somewhat nodular. This measures 1.6 x 0.7 x 0.7 cm and is black. This has black suture on each end. The suture is removed and this area is submitted in cross-section and labeled c. The mesh from the previous surgery is in multiple pieces. The majority of these contain suture and multiple fragments of mesh embedded in connective tissue that measures approximately 20 x 10 x 0.9 mm. No sections. Microscopic description: microscopic sections show portions of colon which shows an area of fistula coursing through the colonic wall. There is no atypism present. Source description transverse colon and mesh from previous surgery with a diagnosis of enterocutaneous fistula. On (B)(6) 2008: christus spohn health system. (B)(6), md. Progress notes. [Hand written]. Moderate abdominal pain. No nausea, vomiting. No flatus/bowel movement. Decreased bowel sounds, soft, diffuse tenderness. Assessment/plan: left flank wound status post ventral hernia repair 05/19/08, positive drainage, enterocutaneous fistula. Post op day #1: wet to dry dressing, nothing by mouth, nasogastric tube, intravenous fluid. On (B)(6) 2008: christus spohn health system. [Illegible]. Wound care evaluation. [Hand written]. Packing by md this a.m. Decrease mobility. Right flank. Surgical wound, full thickness. 10.4cm x 2cm x 5.2cm. Red 40% beefy. Wound phases: inflammatory. Drainage amount: moderate. Drainage: serous sanguineous. No odor. Right flank, intact. Debridement recommendations: mechanical. On (B)(6) 2008: christus spohn health system. (B)(6), md. Progress notes. [Hand written]. Moderate abdominal pain, improved with pain meds. Positive bowel sounds, tender to palpation diffusely, incision site clean, dry, intact, right abdominal wound with packing, no drainage/pus. Postop day #2: leukocytosis and low-grade fever. Start invanz. On (B)(6) 2008: [ni]. Microbiology. Source: sputum, expectorated sputum. Gram stain results: 3+ epithelial cells. 4+ white blood cells. 4+ gram positive cocci, pairs gram positive cocci, chains. 2+ gram positive rods, coryneform. On (B)(6) 2008: christus spohn health system. Nurse notes - wound care. Wound location: right flank. 0/10 pain. Wound phase: inflammatory. Drainage amount: minimal. Drainage type: serous, sanguineous. No odor. Wound bed: granulation beefy 40%. Adipose 30%. Fascia 30%. Wound clean, erythema slowly decreased, dr. Owsley pleased with progress. On (B)(6) 2008: christus spohn health system. (B)(6), md. Progress notes. [Hand written]. Decreased pain. Postop day #4: afebrile, invanz for positive e. Coli. Wound care daily dressings. Full liquids as tolerated. On (B)(6) 2008: christus spohn health system. Nurse notes ¿ wound care. Visit #3. Right flank. 1-2/10 pain. Wound phase: inflammatory. Drainage amount: minimal/moderate. Drainage type: thin/thick, serous, sanguineous. Wound bed: granulation: beefy 40%, adipose 30%, fascia 30%. Periwound characteristics: edematous, erythematous. Assessment: slowly progressing. On (B)(6) 2008: christus spohn health system. (B)(6), md. Progress notes. [Hand written]. Pain controlled. Positive flatus, bowel movement. Postop day #5. On (B)(6) 2008: christus spohn health system. Nurse notes ¿ wound care. Wound right flank. 2/10 pain. Wound phase: inflammatory. Drainage amount: minimal. Assessment: leave abdominal incision open to air per dr. Owsley. Wound clear, no pocketing drainage. On (B)(6) 2008: (B)(6) health system. Nurse notes ¿ wound care. Wound right flank. 4/10 pain. Wound bed: granulation: beefy 80%, mesh 20%. Periwound characteristics: minimal indurated, minimal edematous, minimal warm to touch, scant erythematous. Assessment: drains in place, [illegible] in chart, plans to remove today prior to discharge, mesh visible at base, staples remain intact. Plan: discharge home today with outpatient wound care. On (B)(6) 2008: (B)(6) health system. (B)(6), md. Progress notes. [Hand written]. Without complaints, pain controlled, drains still in place, tolerating full diet, denies nausea and vomiting. Soft, nontender, open abdominal wound to right lower quadrant [illegible]. Home today. On (B)(6) 2008: (B)(6) hospital (B)(6). Discharge summary. Admission: 10/20/08. Final diagnosis: draining flank wound. Enterocutaneous fistula. Ventral hernia status post repair, cellulitis. Operative procedure: exploratory laparotomy with colectomy 10/20/08 by dr. Owsley. History: presented to emergency room with copious drainage of right flank wound with foul smell. Having fevers at home. Recent ventral hernia repair 05/19/08. Laboratory and x-ray data: surgery biopsy culture positive for e. Coli, group d enterococcus coli and bacteroides fragilis, negative blood cultures times two. Hospital course: admitted to trauma services. Underwent surgery recovered well. Continued drainage from old surgical wound on right flank. Wound care consulted, instruct patient on home care. Two jackson pratt drains placed within peritoneal cavity, assist drainage of cumulative fluids. Stable at discharge. Discharge instructions: low sodium diet. Finish all antibiotics. Activity as tolerated. Return to hospital daily for wound care. Follow up dr. Owsley one week. On (B)(6) 2008: christus spohn health system. Mandy [illegible], pt. Wound care discharge summary. Diagnosis: open wound abdomen. Date initiated: 10/22/08. Date discharged from service: 10/28/08. Treatment provided: irrigation, dressing change, debridement, home dressing education. Wound/periwound characteristics: granulation 80%, mesh 20%. Drainage description: serous sanguineous. No odor. Induration: minimal. Wound still open. Recommendations: continued wound care, outpatient therapy. On (B)(6) 2009: (B)(6) hospital. (B)(6), md. Radiology ¿ computed tomography of abdomen/pelvis with intravenous contrast. History: enterocutaneous fistula. Comparison 10/08/08. Findings: two area of mesh, one peripheral to right abdominal wall and second deep to right abdominal wall. New indentation of right anterior abdominal wall with some soft tissue density extending from this to abdominal wall and area of mesh and one tiny area of air. Air peripheral to outside mesh that was prominent on 10/08/08 has resolved and is now only a single air bubble. No herniation of bowel through right abdominal wall or leakage of oral contrast. Terminal ileum appears normal. Intestinal structures reveal adherence of right lower quadrant and small bowel loops to right lower abdominal wall but no fistula or obstruction. Since examination 10/08/08, herniation of bowel loops through right abdominal wall is no longer present and no longer substantial air along right lower quadrant abdominal. Interpretation: improvement since prior exam with resolution of air in right lower quadrant abdominal wall and resolution of herniation of bowel loops into right lower quadrant abdominal wall (which has two layers of mesh about it). Some indentation in subcutaneous fat along right abdominal wall, one tiny air bubble right lower quadrant abdominal wall. Could be residual from prior exam or could represent some infection in a tract from the skin. No obvious enterocutaneous fistula. Records between 02/27/09 and 11/14/2016 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history h6: updated result code. Conclusion code remains unchanged. H10/11: added medical record summary. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 4/11/2006, including records for the ¿4 previous ventral hernia repairs including mesh¿ mentioned in the 4/11/2006 records, were not provided. Operative records dated 4/11/2006 state the patient underwent right ventral hernia repair with mesh. ¿this 43-year-ol male presents with a very large right abdominal wall hernia. He has had 4 previous ventral hernia repairs including mesh. The patient has had this hernia and has increasing abdominal pain associated with it.¿ findings from the procedure state: ¿at the time of the procedure the hernia defect measured 25 cm x 24 cm in size. There as mesh attached to bowel and it appeared to be prolene mesh or marlex mesh. We did have one small bowel serosal tear, which was repaired with interrupted 3-0 silk lemberts. There was no evidence of bowel obstruction or any other palpable abnormality through the abdominal wound that could be visualized.¿ the 4/11/2006 records state: ¿the incision was made through the previous incision. Dissection down to the hernia sac was performed. Good fascia was de tined circumferentially around this area. The hernia sac was entered. The hernia sac was then divided at the fascial level circumferentially. It included a large piece of marlex mesh as well. A small serosal tear was noted in the small bowel and this was repaired with interrupt d 3-0 silks. After removal of the mesh and hernia sac, the abdomen was copiously irrigated. Because of the size of the mesh and the presence of bowel, I needed to use the dual mesh plus which has ptfe facing the bowel. Gore-tex was used to secure this to the surrounding good mesh in a circumferential fashion. The mesh was cut to fit the size of the defect with overlap of 3 cm at all sites. Following this 2 flat jackson-pratt #10 drains were placed. The wound was then closed with a stapling device.¿ the records indicate a gore dualmesh® plus biomaterial (1dlmcp08/03683528) was implanted during the procedure. Records dated 4/11/2006 state: ¿present medical condition comments: htn, rare reflux, anxiety, sleep apnea, ¿poor circulation lower legs¿. ¿nurses notes: ht = 5¿10¿, wt = 330 lbs¿ operative records dated 12/12/2006 state the patient underwent CT guided placement of a drainage catheter for an abdominal wall seroma. The records state: ¿the patient is a 44-year-old male who has a recurrent right anterior abdominal wall seroma following previous surgery.¿ ¿using CT guidance, a 6-french cannula needle was inserted into the fluid collection, the needle removed and through the cannula a 0.035 bentson guidewire was coiled with the fluid collection. The tract was dilated and over the guidewire, a 12-french multi-sidehole pigtail multipurpose drainage catheter was inserted. The guidewire was further advanced within the cavity to breakup any areas of adhesion. Initial aspiration of approximately 200 ml of bloody colored fluid was obtained. The catheter was then sutured to the skin and connected to a jackson-pratt drain.¿ records between 12/12/2006 and 5/9/2008 were not provided. Operative records dated 5/9/2008 state the patient underwent CT guided drainage of an abdominal wall seroma. The records state: ¿CT images were obtained. A site was chosen for puncture. Under direct CT fluoroscopy a yueh needle catheter was inserted into the right abdominal wall seroma. Approximately 30 mls of fluid were withdrawn and sent to the laboratory for further evaluation. A wire was then coiled into the collection. Sequential dilations were performed with a 10 french. Subsequently a 10 french locking loop apdl drainage catheter was placed into the center of the collection. The catheter was attached to the skin with sutures and attached to gravity drainage.¿ operative records dated 5/19/2008 state the patient underwent laparoscopic umbilical hernia repair and ventral hernia repair with mesh. Postoperative diagnosis states: ¿recurrent incarcerated incisional hernia with bowel.¿ the records state: ¿the patient also had a preoperative umbilical hernia that was observed. So supraumbilical incision made through the skin and subcutaneous tissue. The fascia was incised sharply. The peritoneum was entered bluntly. Upon entering, there were dense adhesions noted in the right lower quadrant and to the midline. Two additional ports were placed in the left side of the abdomen.¿ the 5/19/2008 operative report states: ¿an extensive adhesiolysis was carried out. The two previously placed meshes had completely eventrated into the hernia in the abdominal wall. Attached to this was both the small bowel and omentum. Care was taken to gently take the bowel down. There was no evidence of enterotomy. The defect required a 20 x 30 cm mesh to allow for overlap and with sutures and a protac. There was not enough overlap in the medial aspect so a second 4 x 6 mesh was placed in the area and to allow greater then 3 cm in each direction. There was a drain that was preoperatively placed by radiology to drain the chronic seroma. There was also a second drain placed intraoperatively between the two meshes to decrease the chance of postoperative seroma and assist in adhesions of the layer. The trocars were removed under direct vision. The hasson trocar incision fascia was reapproximated with o ethibond. All skin incisions were reapproximated with staples as well as sterile dressings.¿ the records indicate two proceed meshes (non-gore) was used during the procedure. There was no mention of infection and no mention of device removal. It is unclear if any of the previously placed mesh which had eventrated into the hernia was removed, and if so how much. Operative records dated 6/19/2008 state the patient underwent CT guided drainage of an abdominal wall seroma. The records state: ¿CT images were obtained. A site was chosen for puncture. Under direct CT fluoroscopy, a yeuh needle catheter was inserted into the right abdominal wall seroma. Approximately 1200 m l of fluid was withdrawn and sent to the laboratory for further evaluation. A wire was then coiled into the collection. Sequential dilatation was performed up to 12-french. Subsequently, a 12-french locking loop apdl drainage catheter was placed into the center of the collection. The catheter was attached to the skin with sutures and attached to gravity drainage.¿ operative records dated 7/11/2008 state the patient underwent ¿incision and drainage of the abscess, incision and debridement of the right abdominal wall abscess, and removal of infected mesh.¿ gross findings/clinical course states: ¿this is a 30-year-old male with history of previous right ventral hernia repair multiple times and recently had laparoscopic ventral hernia repair with large piece of mesh inserted. He developed subsequent right abdominal wall abscess around old mesh that he had previously placed. At the time of procedure, there was an abscess located in and around this old mesh with purulent fluid. A previously placed drain had not been infected and draining. I had discussed this case with the patient extensively and felt that removal of old mesh may not be a good idea and we will leave the mesh that was placed at the time of laparoscopic hernia and try to remove as much as the old mesh as possible with transition to wound vac.¿ the 7/11/2008 records state: ¿an incision was made over the lateral aspect of the old ventral hernia incision. This was approximately 20 cm in size. Dissection down to the abscess was performed. The abscess was opened and culture was sent for culture and sensitivity. Next the mesh was subsequently removed as much as we could. The wound was then copiously irrigated and debrided. There was no entrance into the abdominal cavity. The wound was then packed with moistened kerlix.¿ it is unclear from the records what mesh was removed during the procedure. A culture report of the specimens collected during the 7/11/2008 procedure were not provided. Operative records dated 10/20/2008 state the patient underwent hernia repair. ¿the patient has had multiple previous hernia repairs, the last repair developed a wound infection, and then a fistula. He now presents for definitive repair.¿ the records state: ¿he had a previous extended right lower quadrant incision that had been entered multiple times resulting in a failed hernia, now fistula. I chose to go through the midline, through a fresh incision, down through skin, subcutaneous tissue. Adhesiolysis was carried out. The colon was densely adherent to the mesh. This was taken down with a clear fistula coming from the area of the colon. The colon was removed using a gia stapler. An anastomosis in a side-to-side function in the end, common enterotomy with the gia and closed with a ta stapler and the mesentery defect was closed. The old mesh was removed where it had not incorporated and where it was filled with the fistula. This was extensive. The area was copiously irrigated. I chose to reapproximate the old hernia primarily and put an onlay patch overlap in each direction greater than 3 cm using an 8 x16 piece of alloderm. This was sutured circumferentially around the defect to the fascia. The area was copiously irrigated. A drain was left. The wound was left gapped open for wet-to-dry dressing. Jp drains were sewn into place. The ng tube was left.¿ the records indicate a non-gore device was used during the procedure. It is unclear from the records what mesh was removed during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.